Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2011 to drain a post-auricular abcess. On (B)(6) 2011 the patient was admitted to the hospital and treated with IV antibiotics (type not reported). The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
This report is filed (B)(6), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; reimplantation is planned for approximately one month from date of explant. This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.